Event description:
It was reported that the device did not seal, and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman closure device was implanted (B)(6) 2018. The patient then had a second 33mm watchman closure device implanted (B)(6) 2018. A 3mm leak was found after implanting the second device and coils were placed in january 2019 to resolve. During a routine follow up examination to check on an unrelated mitral issue in july 2024, transesophageal echocardiography (tee) imaging revealed a large device related thrombus (drt) on the second 33mm closure device. No patient complications were reported.